Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no injuries reported and the patient was in good condition.